Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the ua07 was due to a failed load cell. The broken covers and failed load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, a large crack on the top cover, a vertical crack across the screw well area of the front enclosure handle, a large crack and scratches on the bottom enclosure, a worn-out UDI label, and a damaged power button were noted. The observed physical damages appear to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts need to be replaced to address the observed physical damages. The archive data indicated multiple ua07 messages, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed an over-reporting load cell that needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn 35005) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message during the resuscitation of a patient. The customer tried to clear the ua by pulling up the lifeband completely, ensuring that the patient and the lifeband were aligned correctly, and restarting the autopulse platform, but the ua persisted. The crew performed manual CPR for the rest of the call. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(6) for investigation. A follow-up report will be submitted when the investigation has been completed.